Event description:
It was reported that a cartridge alarm occurred, specifically cartridge alarm 34. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The customer then reloaded the original cartridge and resumed insulin therapy, resolving the issue.